Event description:
The technician indicated that the head section was bent and has come out of the extrusions.

Manufacturer narrative:
The technician replaced the retracting arm, head hydraulic cylinder and the associated hardware to repair the bed.